Event description:
A femoral fracture was reported due to unknown reasons.

Manufacturer narrative:
The affected complaint device was not returned for evaluation. A clinical evaluation noted no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved and no product information available, our investigation of this report is inconclusive. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.